Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for a routine follow-up and upon interrogation, the left ventricular lead exhibited loss of capture; a lead dislodgement was suspected. The patient was sent for an x-ray and a lead reposition would be scheduled. On (B)(6) the patient presented to the hospital the lead explant procedure. It was noted that the lead had twiddled and was successfully explanted and replaced. The patient was doing well post surgery.